Manufacturer narrative:
(B)(4). Method: the complaint mr290v humidification chamber was not returned to fph in (B)(4) for evaluation. Our investigation is accordingly based on the information reported by the hospital and the photograph they provided. Results: visual inspection of the photograph revealed a single horizontal crack along the base, from one of the ports to the baffle. The complaint device did not apepar to have stressmarks, residue, or smeared print based on the photograph provided. Conclusion: we were unable to determine what may have caused the reported event. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. The subject mr290v chamber would have met the required specification at the time of production. In addition, the hospital reported that the damage occurred after 24 hours of use, which suggests that the subject mr290v chamber became damaged after it was released for distribution. The user instructions that accompany the mr290v vented autofeed humificiation chamber state the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occassions, could lead to a loss of ventilation pressure." - "set appropriate ventilator alarm." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A hospital reported via a fisher & paykel healthcare (fph) representative that an mr290v humidification chamber was cracked near the base. No patient consequence was reported.